Manufacturer narrative:
The following fields were updated with additional information: d.4. Medical device lot #: 1014054 d.4. Medical device expiration date: 1/31/2023 h.4. Device manufacture date: 1/14/2021 h.6. Investigation: bd received (B)(4) samples and no photos for investigation. The samples and retention samples were evaluated visually with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that bd vacutainer® serum blood collection tubes was missing additive. The following information was provided by the initial reporter: "material no. 366430, batch no. Unknown it is reported tubes are not mixing blood properly. Verbiage received, - "these vacutainers are not working properly. They are not mixing the blood properly with this recent batch.""

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes was missing additive. The following information was provided by the initial reporter: "material no. 366430, batch no. Unknown it is reported tubes are not mixing blood properly. Verbiage received, - "these vacutainers are not working properly. They are not mixing the blood properly with this recent batch."